Event description:
Reporter noted cutter not working, seemed to lose power, then screen went blank five minutes into surgery. Completed membrane peel manually. No patient injury occurred. Prognosis reported as good.